Event description:
Procedure type: hysterectomy. According to the reporter: pt came back post-op day 1 and skin staples looked like they hadn't formed. They were as the surgeon put it. Just laying on the pt's belly like they had fallen off. Surgeon had to completely suture the wound closed. He had the nurses and operating room director as witnesses. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).